Event description:
Kimberly-clark received a report from (B)(6), stating, "found seal on packet slightly opened when decanting from box/carton." No patient contact. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis; however, a photograph of the defect was received. The photograph shows an opening in the side seam of the pouch. The investigation is ongoing. The reported defect was identified prior to use, and no patient involvement was reported. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark for analysis.